Manufacturer narrative:
(B)(4). Method: the complaint rt340 breathing circuit was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and pressure tested for the reported leak. The returned breathing circuit was subsequently submerged in a water bath to identify the source of the leak. Results: the pressure test revealed that the returned breathing circuit exhibited leak and was out of specification. The water bath test highlighted a leak from the proximal connector. Visual inspection identified that insufficient glue was present around proximal tubing connection of the expiratory limb. A lot check revealed no other complaints of this nature for lot number 130121. Conclusion: all breathing circuits are pressure tested and visually inspected prior to leaving the production line. Any breathing circuits that fail are rejected. This suggests that the proximal connector leak developed after release for distribution. The user instructions supplied with the rt340 adult dual-heated evaqua breathing circuit state the following: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms.

Event description:
A hospital in (B)(6) reported to a fisher & paykel heatlhcare representative that an rt340 adult dual-heated evaqua breathing circuit failed the leak test on an puritan bennett 840 ventilator piror to patient use.